Event description:
A dreamstation auto CPAP device was returned to a third-party service center with no initial complaint reported. There were no reports of serious or permanent harm, injury, or medical intervention associated with this event. During evaluation at the third-party service center, the device was visually inspected and evidence of visible foam particles was identified within the blower kit. Additionally, dust contamination was observed; however, this condition was unrelated to the reportable malfunction. Following completion of the evaluation, the device was scrapped by the service center. Based on the presence of foam particles within the blower assembly, this event is reportable under FDA 21 cfr part 803 as a device malfunction with the potential to cause or contribute to a serious injury if the malfunction were to recur.